Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hypoglycemia with a blood glucose value of 59 mg/dl. The customer treated the hypoglycemia with glucagon. The customer reported a loss of consciousness due to hypoglycemia. The customer also reported that the insulin pump was over delivering the insulin. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event and the auto mode/smart guard feature was inactive at the time of the low blood glucose event. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
The customer returned the pump for alleged possible over delivery anomaly and low bgs on (B)(6) 2023. On svn: (B)(6), the patient thinks that she has delivered too much insulin product assistance provided and outcome: assist in suspending delivery in her pump advise to monitor/manage bg educate patient on how to resume delivery when bg is already stable and no active insulin showing on pump patient understood product(s) involved: pump advise customer to monitor product advise customer to monitor bgs advise customer to call back as needed on (B)(6) 2022 (reason code = nc99 system feature inquiry). The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Possible over delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, scratched keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 28-aug-2023 in the pump history file on the primary svn: (B)(6). On (B)(6) 2023 11:37:06.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1.9. Bolus amount delivered = 1.9. On (B)(6) 2023 13:27:54.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 3.4. Bolus amount delivered = 3.4. On (B)(6) 2023 14:04:34.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 0.6. Bolus amount delivered = 0.6. On (B)(6) 2023 16:18:15.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 0.5. Bolus amount delivered = 0.5. Please see below for the daily total of all insulin delivered on the event date 28-aug-2023 in the pump history file on the primary svn: (B)(6). On (B)(6) 2023 18:58:37.000 daily totals. Daily total collection start time: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered = 19.85. Daily total of basal insulin delivered = 13.45. Daily total of bolus insulin delivered = 6.4. There were no auto suspend (12) alarm noted in the pump history file. Please see below for the user suspended alarm noted on the event date 28-aug-2023 in the pump history file on the primary svn: (B)(6). On (B)(6) 2023 16:18:47.000 insulin delivery stopped. Reason for insulin delivery suspension = user suspended. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 28-aug-2023 in the pump history file. On (B)(6) 2023 10:20:01.000 alarm alert notification. Fault number = low battery alert (104). On (B)(6) 2023 14:37:44.000 battery removed. On (B)(6) 2023 14:37:44.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2023 14:38:46.000 battery inserted. On (B)(6) 2023 18:58:05.000 battery removed. On (B)(6) 2023 18:58:05.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2023 18:58:41.000 alarm alert notification. Fault number = post-reset ram crc alarm (23). On (B)(6) 2023 18:58:55.000 alarm alert notification. Fault number = batt out limit (6). On (B)(6) 2023 18:59:06.000 alarm alert notification. Fault number = batt out limit (6). Low battery alert was expected due to the customer's battery in the pump is low on power. Pump error 23 and battery out limit alarm were expected since the pump reset due to the battery removed for more than 10 minutes pump. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Low battery alert (104) not confirmed. Pump error 23 not confirmed. Batt out limit (6) not confirmed. There was no data available on the event date 06-jun-2022 in the pump history file on svn: (B)(6). Unable to verify boluses delivered, daily total of all insulin delivered, auto suspend (12) alarm or user suspended alarm on the event date 06-jun-2022 in the pump history file on svn: (B)(6) due to no data available. Unable to perform the history review 1 week prior to the event date 06-jun-2022 in the pump history file due to no data available on svn: (B)(6). The pump passed the functional testing. Unable to confirm alleged low bgs. Possible over delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported that they experienced hypoglycemia and passed out on (B)(6) 2023. User stated they treated with glucose tablets. Blood glucose at time of event was 59 mg/dl. Blood glucose at time of the call was 250 mg/dl. User alleged over delivery due to blood glucose lowering without bolus delivery. Prior to the event user was at work doing paperwork. Auto mode was not in use.